Event description:
It was reported the patient has had a bladder infection for two weeks. The patient has been on two different antibiotics and was catheterizing 23 times a day. They were getting between 200-500ml. The patient could not seem to adjust their ¿machine.¿ it was stated they did not feel stimulation and were ¿miserable.¿ during the call, the patient was able to sync without the antenna and was on ¿level b.¿ stimulation was confirmed to be off so it was turned back on and the patient was feeling stimulation again. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v565870, implanted: (B)(6) 2010, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that patient had their system removed about three months ago. Patient stated it was working opposite and that they were having to catheterize themselves. As soon as they had it removed, it stopped. Patient mentioned when they had the device they had constant utis, mrsa, staff infection, sepsis, and was in the ICU a couple of times. It was noted that if they went two weeks without a uti, it was a lot. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.